Event description:
Caller indicated the relion micro meter was giving high readings. (B)(6) 2011 caller took bg and results were 299, caller gave himself a smaller dose of insulin and again bottomed out, before the insulin caller was not feeling symptomatic. Paramedics were called again, responded and gave glucose gel. Controls used are in range. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product